Event description:
The customer reported the tube was off-center and the images were white. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found the system had a mechanical problem. He centered the tube and checked the x-ray command connection. The system operates as intended.